Event description:
It was reported that a malfunction occurred on the pump, with the specific malfunction code being malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Caller was advised to contact technical support again if any issues reoccurred, and they acknowledged understanding of the instructions.